Event description:
Nurse was at pt beside when ventilator displayed ¿check flo sensor¿ alarm. Ventilator went into safety mode and ceased ventilating the pt. The respirator therapist was called immediately and the pt was manually ventilated on 100 % oxygen. Pt began to spontaneously breath on her own. Respiratory therapist arrived and switched out the ventilator. No negative clinical outcome related to this event for the pt.